Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the lead. The oversensing led to false detection of ventricular fibrillation. Charging for high voltage therapy began but was terminated when a return to sinus rhythm was detected. No intervention was performed. The patient was stable and there were no adverse consequences.